Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that while on patient, the cardiosave intra-aortic balloon pump (iabp) unable to see wave form, was not displaying top wave forms ¿EKG.¿ there was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that while on patient the cardiosave intra-aortic balloon pump (iabp) had a unable to see wave form. Customer stated that cardiosave was not displaying top wave forms ¿EKG.¿ there was patient involvement, and no adverse event was reported. A getinge field service engineer verified that all wave forms displayed correctly when cardiosave patient simulator attached. Verified EKG and pressure cables. Unable to duplicate problem no significant error codes in logs. Ran and passed all performance and function tests. Ran cardiosave on patient simulator for 30 mins.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unable to see wave form. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.